Event description:
It was reported that the user experienced high blood glucose while using the ilet bionic pancreas, with an initial fingerstick value of 440 mg/dl and no symptoms reported, after eating cookies without announcing the meal and with a recent pattern of missed meal announcements. The user received education on the importance of meal announcements and was guided through a cartridge/infusion set change while continuing on the connected device. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to missed meal announcements, and user interface involvement, consistent with improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.